Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of this incident, the customer informed the technical support specialist (tss) to cancel the ticket as the customer had already resolved the issue. The customer mentioned that the user had turned the station off and on, and the issue was resolved. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator was not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.